Manufacturer narrative:
The suspect motion control box was returned to the manufacturer for analysis. The control box was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by the imaging system's estop not being released prior to the system booting up and a faulty rotor controller. The rep replaced the rotor controller. The replaced part was not received by the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was initiated and found that this was a hardware induced event.

Event description:
A medtronic representative reported that when booting up the imaging system a collimator error was observed. The rep rebooted the system which resolved the issue. The system's logs were requested. No patient was present during the time of the reported incident.